Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) cicu rn called to report a gas loss alarm. It was reported it went off several times and the iab fill key "wasn't working". All connections were verified to be appropriate and secure and there was no blood in the helium tubing. The console was switched out there was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) cicu rn called to report a gas loss alarm. It was reported it went off several times and the iab fill key "wasn't working". All connections were verified to be appropriate and secure and there was no blood in the helium tubing. The console was switched out

Manufacturer narrative:
Additional contact details phone number: (B)(6), department: cicu. It was reported that cardiosave intra-aortic balloon pump (iabp) gas loss alarm. She reported it went off several times and the iab fill key ¿wasn¿t working.¿ (B)(6) verified all cables and connections were appropriate and secure and that there was no blood in the helium tubing. Before I could assist (B)(6) in troubleshooting, a coworker came in and changed out the console. I explained the possible reasons this alarm could trigger and verified (B)(6) understood how to troubleshoot. She also has my contact for any further questions. Complaint information collected. Gfe was performed to get additional information but no response received. The investigation shall be closed, if any new information received the complaint will be reopened and update it. H3 other text : no service performed on this device.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).